Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the device failed incoming function test and battery removal test due to capacitor failure. Analysis also found the atrial output connector had a defective secure mechanism. Ring and ring cover were missing, bail covers were sticky, blood residue found inside device, blood residue found on heart wire contacts, battery contacts were contaminated with transparent residue, device was sticky and polluted, release latch and battery drawer were sticky, and residue found in battery chamber.

Event description:
It was reported the external pulse generator (epg) switched off during battery replacing. The epg was returned for service. No patient complications have been reported as a result of this event.